Event description:
It was reported that during a coronary drug-eluting stenting (des) treatment procedure, a shaft break occurred. The target lesion was located in the right coronary artery (rca). When the physician advanced the 28x3.50mm taxus liberte (des) stent delivery system (sds) through the guide catheter, the hypotube of the sds broke into two pieces outside the pt. The physician successfully removed the sds from the guide catheter and completed the procedure with another taxus des. There were no pt complications; the pt's current condition is listed as "stable."